Manufacturer narrative:
(B)(4). D10: medical product: tibial component catalog # 00597004502 lot # 72668600. Articular surface catalog # 00597004012 lot # 72695100. Unknown palacos r cement catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H6: mechanical (g04) - femur.

Event description:
It was reported patient underwent a revision procedure twenty three years post implantation due to pain and lysis of femur with poly wear. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Operative notes provided and reviewed state that the patient, underwent a left total knee arthroplasty (tka) for a history of osteoarthritis. The operative note is handwritten and largely illegible; however, it is noted that 'good fit and stability' were achieved with no apparent complications. Product stickers for the implants were provided. It is also noted that an unknown palacos 'r' cement was used (1 unit). Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.